Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
A (B)(6) female came in for treatment of an unruptured, wide-necked middle cerebral artery (mca) aneurysm with an approx size of 6x7x5mm. After a successful deployment of 2 cashmere coils, an attempt to deploy a 3x6mm ultipaq with balloon inflater met resistance. As a second attempt was performed, the anesthesiologist noticed changes on the pt's heart rate and blood pressure. Post-procedure angio confirmed a rupture. However, physician was unable to identify whether the rupture occurred in the aneurysm or the parent vessel. He was unable to attribute the event to any particular device of the several that were used in the procedure. The pt expired 2 days post surgery following a cardiac arrest on (B)(6) 2010.